Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the display was damaged. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, the capacitor on the main printed circuit board (pcb) was damaged, the upper case was damaged, the lower case was broken, and two plugs were damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the main screen on the external pulse generator (epg) was cracked and had no display. There was no patient involvement.